Event description:
It was reported that the surgeon was "having trouble" with his programming system during an implant procedure. Specific information on the event was not provided. Attempts for additional information have been unsuccessful to date.